Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging during use.

Event description:
Additional information received on 2/23/2023: this was discovered during an acl procedure and completed using another ar-5035tc-09 cannulated delta tapered biocomposite interference screw. All the broken fragments were retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/20/2023, it was reported by a distributor via email that an ar-5035tc-09 cannulated delta tapered biocomposite interference screw broke when the surgeon was unscrewing it after it lost orientation. This was discovered during a procedure on (B)(6) 2022.